Event description:
The patient reports, the band was determined to be eroded by gastroscopy. The signs and symptoms the patient states that he had was injection port site abscess in (B)(6) 2011. The band has been successfully removedendoscopically. The abscess on port site didn't heal completely yet, but this is peanuts.

Event description:
It was reported by the consumer, I had my band installed (B)(6) years ago. The band has eroded and it needs to be removed. CT scan revealed lock extender, which hasn't been cut. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device believed to be still implanted.